Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The pwcd-b is the connex spot monitor north america power cord. The device has been returned and evaluated. As the root cause of the event the technician found the external cable was cracked and was burned. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. Additionally, if a device were to get hot to touch, spark, have burn marks or burned components a trained clinician would not use the device and remove it from the patient's environment. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). As per the IFU the customer is instructed to routinely inspect the csm and accessories for wear, fraying, or other damage. The IFU states to not use the device if they see signs of damage. As this damage resulted exposed wires and a burnt power cord, hillrom deems this complaint reportable. Customer has replaced power cord which resolved the issue and did not require a replacement power cord. Based on this information, no further action is required.

Event description:
Customer reported physical damage that occurred on their power cord for their device. The customer provided a picture of the power cord that shows the physical damage that occurred. The cord is shown to have exposed wires and to be charred on the cord where the wires are exposed. There is no damage reported with the csm unit itself. This report was filed in our complaint handling system as complaint #(B)(6).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The pwcd-b is the connex spot monitor north american power cord. No further information is available on the device at this time. The device is being returned to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
Customer reported physical damage that occurred on their power cord for their device. The customer provided a picture of the power cord that shows the physical damage that occurred. The cord is shown to have exposed wires and to be charred on the cord where the wires are exposed. There is no damage reported with the csm unit itself. Customer has replaced power cord and did not require a replacement power cord. This report was filed in our complaint handling system as complaint #: (B)(4).